Manufacturer narrative:
Evaluation results: elated to operational context ¿ (device was inspected prior to use with no issues noted therefore radial tear in balloon and detachment most likely procedural related). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 80% stenosis and calcification). Deformation problem (balloon, shaft). Evaluation conclusions: related to operational context ¿ (device was inspected prior to use with no issues noted therefore radial tear in balloon and detachment most likely procedural related). Device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 80% stenosis and calcification). (B)(4).

Event description:
Physician was attempting to use a sprinter legend balloon to pre-dilate a calcification lesion in the rca with 80% stenosis. It was reported that the physician found it difficult to pass the lesion, then attempted to inflate the balloon and the balloon ruptured. The burst balloon was removed and another brand of product (same size) was used to complete the procedure. The sprinter legend device had been inspected before use with no issues noted. No reported patient complications or clinical sequelae. The device was returned to the manufacturing facility and through analysis of the returned device, damage was noted. Information that a balloon rupture occurred was received through follow-up attempts to the account. Evaluation summary: the device was returned for analysis. There was a radial tear on the balloon 11.0mm distal to the proximal balloon bond. The remainder of the balloon material had detached along with a section of the distal inner material, inner shaft marker and distal tip. This portion of the device was not returned for evaluation. The balloon bond was stretched. The balloon and the inner shaft material was jagged and uneven at the detachment sites.